Event description:
Additional information was reported that the health care provider was gonna try blood patch for the spinal fluid leakage and the surgeon wanted to do the laminectomy and fixed it. The patient had "no bad outcome."

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The patient was in an auto accident a couple months after implant and developed a csf leak at the spinal insertion site. The patient had headaches. The healthcare provider (hcp) tried to stop the leak by oversewing, which didn't work. A blood patch was also tried. They eventually cut the catheter, oversewed it, and tied off the proximal section with the intent of reconnecting to the pump later. On (B)(6) 2012, the hcp revised the catheter to start using the infusion system again. A new spinal section was implanted and was reconnected to the existing pump segment using a connector. The pump segment of catheter still had the old drug (fentanyl 1000 mcg/ml). The pump was emptied and then refilled with fentanyl 500 mcg/ml and programmed at 24 mcg/day. It was determined that it would take a maximum of 9.45 days for the old drug to clear the system. The hcp was aware that the patient was actually going to be getting 48 mcg/day as the concentration in the pump tube and catheter was the 1000 mcg/ml. It was noted that the patient was not opiate naive and took many other things, including patches. On (B)(6) 2012, it was reported that the patient was "doing well".

Manufacturer narrative:
Product ID, 8709sc lot# serial# (B)(4), implanted: 2011 (B)(6), product type catheter. (B)(4).